Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo hospital (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4) complaint handling establishment and any medwatch reports will be submitted under exemption (B)(4) on behalf of the importer (B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following information was received by arjohuntleigh: on (B)(6) 2015 it was reported that the resident have fallen out of a maxi move lift. Not sufficient details are available at the time of writing this report.